Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components. ¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02100 & 02101).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure is planned due to patient allegations of pain, discomfort, soreness, dysfunction and loss of range of motion. There has been no reported revision as of date. A review of invoice history confirmed the initial surgery date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, dysfunction and loss of range of motion. A review of invoice history confirmed the initial surgery date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates that a left hip revision procedure was performed on (B)(6) 2014 due to elevated metal ion levels and gluteal muscle atrophy. During the revision procedure, the acetabular cup was noted to be loose and gray tissue was removed.